Manufacturer narrative:
The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. This was discovered during preventative maintenance, therefore no patient involvement and no reports of user harm or injury. The customer ordered parts for the repair of the navigation button through materials only and no further action/information was provided. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. Components have not been received for evaluation at this time. If a part is received and evaluated, an additional report will be submitted.

Event description:
V60 navigation button is damaged. Unknown if in clinical use at time of discovery. Investigation is ongoing.